Event description:
It was reported that after using the retractable knife in the hip joint, the doctor inserted an open hip skid over the knife and the edge of the skid knocked the end of the knife sheath off into the joint. It took about an hour to retrieve the broken metal piece. An additional portal was required to retrieve the piece. It was also reported that the surgeon admitted the piece broke due to "operator error". The procedure was a hip arthroscopy.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed the hip blade and tube broke off. Complainant's event was caused by user mechanical damage. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.